Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. As received, the monitor was reading all electrode falloff while all electrodes were in good contact with the skin. The cause for the misreading is due to an open resistor (r781) on the computer/analog board. Resistor r781 controls the driven ground resistance, causing the baseline signal to contain excessive noise. The root cause for why the resistor is open cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor. Device eval of electrode belt (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. As received, the trunk cable has damaged. The cause for the damage is due to pinched wires inside the cable insulation. The root cause for the pinched wires cannot be positively identified. No adverse event resulted from the defective trunk cable. The pt received a replacement electrode belt. Device manufacture date: monitor (B)(4). Electrode belt (B)(4): 09/2010.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt received a replacement monitor and electrode belt.